Manufacturer narrative:
Correction: describe event or problem, medical device catalog#, unique identifier (UDI)#, medical device serial #, medical device model#, concomitant med prod data, device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. Per report, heparin was programmed to infuse 1000ml/hr; however, it was later noticed the heparin was infusing 1010ml/hr. Both units were removed and sequestered. There was patient involvement, but no harm. Additional information received: per report, "the pump having the weight dosing in place did not prevent this patient from receiving more than the ordered dose as there is no prompt for initial dosing or maintenance dosing. Initial dose limit is 1000 units per hour or 20 ml/hr. It was further reported following an on-site visit with manufacturer representative that the information initially sent over from the customer was incorrect/incomplete. Additional information was provided: "this patient did not receive a bolus but was started on the initial infusion. The protocol is concentration of heparin 25000 units in 500mls. (50 units/ml) 12 units x 92.6 kg = 1111.2 units/hour = rate of 22.2mls/hour. Initial rate limit=1000 units or 20ml/hour. Because the initial rate is greater than 20, it should have been manually turned down to 20ml/hour. The infusion was started on (B)(6) 2025 at 1:53:47 at the 22.2 mls/hour and infused until 5:34:11 when it was changed to 20 mls/hour. (This is supported in the logs). The pump calculated the rate correctly; the user did not turn down to 20mls/hour, based on their protocol and that was the user error".

Event description:
It was reported an over infusion of heparin. Per report, heparin was programmed to infuse 1000ml/hr; however, it was later noticed the heparin was infusing 1010ml/hr. Both units were removed and sequestered. There was patient involvement, but no harm. Additional information received: per report, "the pump having the weight dosing in place did not prevent this patient from receiving more than the ordered dose as there is no prompt for initial dosing or maintenance dosing. Initial dose limit is 1000 units per hour or 20 ml/hr.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of heparin was not confirmed or replicated from a review of the device logs or during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. The suspect pump module (s/n: (B)(6)), and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was (B)(6) 2025 and time not reported. A review of the suspect pump module and concomitant pcu error log showed no errors or malfunctions on the day of the reported event or any day around. The customer reported a routine infusion of heparin has been primary infusion. The patient's infusion pump module was programmed to infuse 1000ml/h with initial dose limit has 1000 units per hour or 20 ml/h; however, it was later noticed that the heparin was infused 1010ml/h. At 1:47 am the pump module (s/n: (B)(6)) was attached and labeled a; pvi = 0 ml at 1:53 am the pump module was programmed for a primary infusion of heparin. Drug amount= 25000 mg, diluent volume = 500 ml; patient weight = 92.6 kg and pvi = 0 ml; with rate = 22.224 ml/h and vtbi = 490 ml; infusion lasted three (3) hours and infused 81.678 ml. At 5:34 am the infusion of heparin was reprogrammed to rate = 20 ml/h, vtbi = 408.4 ml and pvi = 81.678 ml; infusion lasted an hour and infused 20 ml. At 6:34 am an infusion was paused pvi = 101.611 ml. At 6:38 am the infusion of heparin was reprogrammed to rate = 20 ml/h, vtbi = 388.389 ml and pvi = 101.611 ml; infusion lasted thirteen (13) minutes and infused 4 ml. At 6:51 am the pump module paused the infusion and opened the door to check IV set with pvi = 105.891 ml. At 6:54 am the system was powered off with tvi = 105.891 ml. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: 02061080) the device was disassembled for this investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: 02061078) repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of heparin was not determined. A thorough laboratory test and review of the device logs did not confirm any issues that would explain the reported over infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. Per report, heparin was programmed to infuse 1000ml/hr; however, it was later noticed the heparin was infusing 1010ml/hr. Both units were removed and sequestered. There was patient involvement, but no harm. Additional information received: per report, "the pump having the weight dosing in place did not prevent this patient from receiving more than the ordered dose as there is no prompt for initial dosing or maintenance dosing. Initial dose limit is 1000 units per hour or 20 ml/hr.